Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shock lead open fault was recorded on (B)(6) 2017. Additionally, there were 27 charge time exceeds faults. End of life (eol) was set by charge timeout of 45 seconds. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred while implanted due to a shorted shock to the device case. The damage to the high voltage fuse was caused by that shock. This damage will not charge and the charge timeouts caused the device to go right to eol. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was returned for routine testing. There were no allegations against the product performance of this device. Upon receipt in our post market quality assurance laboratory, initial evaluation identified a potential issue. No adverse patient effects were reported.